Manufacturer narrative:
Patient city- (B)(6) patient country- brazil. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 22-dec-2025 against "lot number 5420046 and similar malfunction code(s): leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing), leak between tubing and pump connector/hub - trace moisture / minor wetness, leak between tubing and pump connector/hub - detachment /significant wetness. The review confirmed that lot 5420046 and the identified failure mode are not associated with any ncrs or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 22-dec-2025 against "lot number" criteria equal 5420046 and similar malfunction codes, leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing), leak between tubing and pump connector/hub - trace moisture / minor wetness, leak between tubing and pump connector/hub - detachment /significant wetness. The count of complaint is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 5420046 was manufactured according to the work instruction (wi) version 74 and manufactured in the multivac m08/m12 on 06/mar/2023 with a total of (B)(4) units. The sub-assembly, of the lot 5420154 was manufactured according to the wi version 26 and manufactured in the quickset line, on 05/mar/2023, with a total of (B)(4) units. The sub-assembly, of the lot 5420155 was manufactured according to the wi version 26 and manufactured in the quickset line, on 05/mar/2023, with a total of (B)(4) units. The sub-assembly gluing of tubing, of the lot 5420140 was manufactured according to the wi version 38 and manufactured in the gluing machine 05 - 08 - 04, on 28/feb/2023, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including electronic quality management system (eqms) queries, similar complaint searches, device history record review, visual evidence assessment, and corrective and preventive action (CAPA) determination. No ncrs or capas of the same or similar nature were found for lot 5420046 and related malfunction codes for leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). One complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending.

Event description:
Reference number (B)(4) event occurred in brazil. It was reported that the patient faced infusion set leakage event on (B)(6) 2025. The insertion site was abdomen. The leakage was in the tubing. The infusion set was in use for less than 24 hours. No further information available.